Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. Method (process evaluation): work order search.results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patient's right eye (od) and the lens tore/broke during injection/delivery into the eye. The lens was removed with no reported injury. Another same model/diopter lens was implanted on (B)(6) 2016 and the problem was resolved.

Manufacturer narrative:
Device evaluation - product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that the optic and the haptic were torn. Conclusion code - as per dfu of this lens model, implantation of this lens in an individual having an anterior chamber depth (acd) less than 3.0mm is contraindicated. This patient has an acd of 2.8mm. (B)(4).